Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl; cause was unknown. The customer went to the emergency room (ER) and was treated with a glucagon shot and glucose tablets. The customer was released when conditions improved with a bg level of 116 mg/dl.